Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-45 lead, implanted: (B)(6) 2016, and dtba1q1 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that post-operatively, the patient's left ventricular (lv) lead dislodged and migrated into the right ventricle. The device was reprogrammed, and the lead revision was scheduled for the following day. It was further reported that the lead had pulled out of the coronary sinus target vein, and the lead would not capture outside of that vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.